Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the level 1 hotline accessory was leaking. The product problem was observed during a pre-use check. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. No defects were observed. Leak testing did not find any leaks. No fault was found with the device. The customer reported product problem was not confirmed.